Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 06/01/2025, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 06/17/2025. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: patient code e2311 is being used to capture the reportable event of discomfort. Patient code f172001 is being used to capture the reportable event of abscess. Patient code e2326 is being used to capture the reportable event of inflammation. Patient code e1906 is being used to capture the reportable event of unspecified infection. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a patient who received spaceoar hydrogel placement later presented with discomfort. Imaging via computerized tomography (CT) scan revealed the presence of air/gas in the prostate and rectum, and hydrogel was observed in the perirectal fat. A fluid collection was also noted around the hydrogel, prompting initiation of antibiotic therapy. Following treatment, the patient became asymptomatic. A follow-up scan indicated that the fluid collection was likely inflammatory or infectious in nature. On (B)(6) 2025, a subsequent scan confirmed resolution of the fluid collection and appropriate positioning of the hydrogel between the prostate and rectum.